Manufacturer narrative:
Trackwise ID 681466. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure the dc extension cable casing to the cord for the hemopro (vh-3030) was damaged. Discovered prior to the case and a new was used. No injury patient as there was no patient involved.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4,g4, g7, h2, h3, h6, h10. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use were observed on the device. The white cord was observed to be pulled back from the green molded plug, exposing the internal wires of the cord. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed.

Event description:
N/a.